Manufacturer narrative:
Concomitant medical products: product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported he had a tractor trailer fall on his chest and after that he experienced shocking and the stimulation was too strong even if he decreased it. The trauma happened in (B)(6) 2015. The shocking was only in association with the tractor falling on his chest recently. The patient had xrays unrelated to the device in (B)(6) 2015. There was no emi related to this event. It was reviewed that the tractor falling on the chest could have damaged the lead. Patient services redirected the patient to the health care provider (hcp) to have a device issue ruled out. Medical history includes spinal pain and cervical radiculopathy. If additional information is received, a supplemental report will be submitted.